Event description:
This lead was returned with oos documentation from biotronik rep veronica caraffa. Per heart care medical, this lead became dislodged. This patient was non-compliant post surgery. The physician requested an active fixation linox sd 65/18.